Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 62-year-old male patient. There was no additional patient information available. Return product is not available for investigation. Method date tested results (sec) heparin heparin time I-stat (B)(6) 2026 15,000u 13:06 I-stat (B)(6) 2026 1500 units/hr 13:06 I-stat (B)(6) 2026 13:42 drip discontinued I-stat (B)(6) 2026 13:58 >1000 I-stat (B)(6) 2026 14:11 >1000 I-stat (B)(6) 2026 14:24 281 I-stat (B)(6)2026 14:32 255 I-stat (B)(6) 2026 2,000u 14:34 I-stat (B)(6) 2026 14:50 286 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Additional lot to investigate: product# 03p87-25, lot# r25312, expiry date: 07-may-2026, mfg date: 07-nov-2025. Apoc labeling will be evaluated during the investigation as pertaining to the event.